Manufacturer narrative:
A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced a loss of stimulation coverage. It was assessed that the implanted lead had migrated. Patient then underwent a revision procedure where the lead was replaced and moved to a position that provided adequate coverage. Patient is doing well post-operatively and getting coverage in the targeted pain areas.